Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was 401 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Device received with minor scratches on lcd window. Device received with scratched casing, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
The event was reported as adverse event due to high blood glucose reading. But, the customer's blood glucose reading was unknown.